Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that non-physiologic oversensing was observed on the right ventricular (rv) lead during ventricular high rate episodes. Programing the lead to a less sensitive setting was discussed and the lead remains in use. No patient complications have been reported as a result of this event.